Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The device was used for therapeutic treatment of a peristomal hernia. It was reported that after implant, the patient experienced adhesions, recurrence, abscess, fistulas, infection, fluid purulent in color and texture with brownish color consistent with staph infection, bowel obstruction, increased pain, cellulitis which worsened leading to hospitalization, dense scarring, and serosal areas that were oversewn. Post-operative patient treatment included revision and removal of prior mesh, incision and drainage of abdominal wall abscess, colon resection with primary anastomosis, small bowel resection, repair of parastomal hernia, diagnostic laparoscopy, exploratory laparotomy with lysis of adhesions, intraoperative consult for evaluation of ileal conduit and ureter, repair of ventral incarcerated incisional hernia (parastomal) with biologic mesh, and repair of complex abdominal wall midline recurrent ventral incisional hernia with biologic mesh. A notification was received that the patient has expired. The device had been used with 113077 salute laparoscopic tacker, lot# darb0035.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The device was used for therapeutic treatment of a peristomal hernia with intra-abdominal adhesions. No complications were reported during the original procedure, although extensive adhesions were noted, and the fascial defect around the ileal conduit measured approximately 4x4cm. It was reported that after implant, the patient experienced an unspecified adverse outcome that required additional surgeries on (B)(6) 2007, (B)(6) 2008, (B)(6) 2008, and (B)(6) 2010. A notification was received that the patient has expired.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The device was used for therapeutic treatment of a peristomal hernia. It was reported that after implant, the patient experienced inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, adhesions, recurrence, abscess, fistulas, infection, fluid purulent in color and texture with brownish color consistent with staph infection, bowel obstruction, increased pain, cellulitis which worsened leading to hospitalization, dense scarring, serosal areas that were over sewn, bleeding, & seroma. Post-operative patient treatment included revision and removal of prior mesh, incision and drainage of abdominal wall abscess, colon resection with primary anastomosis, small bowel resection, repair of parastomal hernia, diagnostic laparoscopy, exploratory laparotomy with lysis of adhesions, intraoperative consult for evaluation of ileal conduit and ureter, hospitalization, repair of ventral incarcerated incisional hernia (parastomal) with biologic mesh, and repair of complex abdominal wall midline recurrent ventral incisional hernia with biologic mesh. Concomitant device: 113077 salute laparoscopic tacker, lot# darb0035.

Event description:
The patient¿s attorney alleged a deficiency against the device. The device was used for therapeutic treatment of a peristomal hernia. It was reported that after implant, the patient experienced inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, adhesions, recurrence, abscess, fistulas, infection, fluid purulent in color and texture with brownish color consistent with staph infection, bowel obstruction, increased pain, cellulitis which worsened leading to hospitalization, dense scarring, and serosal areas that were over sewn. Post-operative patient treatment included revision and removal of prior mesh, incision and drainage of abdominal wall abscess, colon resection with primary anastomosis, small bowel resection, repair of parastomal hernia, diagnostic laparoscopy, exploratory laparotomy with lysis of adhesions, intraoperative consult for evaluation of ileal conduit and ureter, hospitalization, repair of ventral incarcerated incisional hernia (parastomal) with biologic mesh, and repair of complex abdominal wall midline recurrent ventral incisional hernia with biologic mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.